Event description:
It was reported that during a holter monitor, it was observed that the patient exhibited an increased amount of non-conducted p-waves. The physician suspected that the device was not pacing properly, and subsequently explanted and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).